Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error randomly. The caller stated that the customer had been playing basketball when he got knocked over and landed on his insulin pump. The caller did not know his blood glucose reading. She stated that the insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump was received with a minor scratched display window. The unit was received with a missing end cap sticker. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed.